Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was not as expected after surgery. She has not seen improved vision since implantation. It took 6 months before she could be fit for glasses which have not helped. She has been told she will not have 20/20 vision again in this eye. After surgery she had some corneal swelling. She experiences pain and pinching sensation in the eye. She has a history of dry eye syndrome. She uses unspecified preservative free artificial tear (pfat) as needed for that. She had a second opinion by a surgeon who said she will not have 20/20 vision and did not recommend removing the lens. But that everything looked normal. She could only see up close, but that was not great either. She felt very unhappy because she spent a lot of money on company lens and the surgery and has not gotten anything out of it. She is a secretary and having trouble at work. Her next appointment was scheduled. Additional information has been requested.